Event description:
It was reported that during an implant procedure, the stylet became trapped in the left ventricle (lv) lead. The physician forcefully attempted to remove the stylet, which resulted in damage to the lv lead. Finally, the physician elected to not used the lv lead and a new lead was implanted. The patient had no consequences throughout the procedure.